Event description:
It was reported that the lead exhibited a high capture threshold and low r-wave amplitudes. The patient was experiencing extracardiac stimulation and the lead was found to be pulled back. The lead was explanted and replaced after repositioning was unsuccessful.

Manufacturer narrative:
Evaluation description: analysis noted an internal short was noted which is consistent with the observations from the field of threshold and sensing anomalies. The cause of the internal short could not be determined.